Manufacturer narrative:
Specific patient age not available from the site, however it was reported the procedure was performed on a child. A medtronic representative, following up with the site, reported that the site tested the instrument before the use and the issue was detected prior to patient contact.

Manufacturer narrative:
Reporting physician, doctor.(B)(4) declined to provide patient information other than to state in the initial report that "this was a child which have brain tumor". Return requested for suspect biopsy needle. No parts have been received by manufacturer for analysis.

Event description:
A site physician reported that, while in a cranial biopsy procedure, the biopsy channel was blocked off. The physician could not aspirate material from patient, noted there was something blocking the inside needle. Physician alleged that possibly inside the canal there was silicon. The site changed the needle and were able to proceed with the surgery. It was reported that the patient was a child which had a brain tumor. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
System quality engineering (sqe) reviewed the device history on 18-jan-2017 and found no supplier caused fault noted at this time. Note: the sqe findings do not indicate any risk of sterility. No further investigation shall take place at this time.